Event description:
It was initially reported that the patient was experiencing an overstimulation sensation and stimulation in the wrong location. The pain the ins was supposed to treat was in his toes, but when he turned stim on the sensation begins at the ins pocket site and traveled down his leg to his foot and producing only minimal stim in his toes. Stim at ins pocket was 10x stronger than in his toes. The patient had tried some reprogramming. The patient planned to see their healthcare provider. From subsequent reporting, it was noted that the patient felt stimulation in the his back, buttocks, private parts, right leg, but he needed stimulation in his feet as his indication is diabetic neuropathy the patient never had therapeutic effect. The patient felt like he was being "electrocuted". The lead(s) was revised yesterday (2012(B)(6)). The patient still was not getting stimulation in the correct places and it was set to 6.1v. That was too high; he felt like it was "electrocuting" him. The patient was dissatisfied with their healthcare provider's service. The patient was told by healthcare provider that this was either good enough or he would remove it. The patient felt stim was 50x stronger where the ins was. At the lead revision the healthcare provider cleaned the contacts and pulled them down a little further to address need for toes to get stimulation. The patient didn't have the usual pain symptoms. He described his pain as a person walking on small wood squares and at different angles. It could feel like the foot was getting squeezed and inhibit walking and other functions. The patient got 60% reduction at trial but figured with in another week it would be 100% treatment of his symptoms and he would have a different outcome. The patient got a little stim down by his toes but not enough to cover the pain. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient still had "a problem" with their left foot and had not used their implantable neurostimulator (ins) for one and a half months. The patient had a sensation of "little rocks and sand" in their right foot. The patient had visited a foot doctor where 5 or so neuromas were removed from his foot. It was also noted that on the patient's right foot, their big toe had neuropathy and since the implant of the ins, had gotten "1000 times" worse. The pain now covered his entire foot, to the back heal. In addition, the patient described a having "fishing worm" sensation in their toes. The patient stated that the device was a "failure". He was told by his physician that he needed a psychiatrist. The patient had visited 6 doctors and one today showed that his vein had good blood flow. Follow up information received reported that the patient still had concerns regarding their therapy/device but had not sought further help. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3778, lot # v928712012, implanted 2012-(B)(4), explanted unknown; lead model # 3778, lot # v928712011, implanted 2012-(B)(4), explanted unknown; programmer model # 37754 lot # nku016511n; programmer model # 37744 lot # nkt021785n; cable model # 355531, lot # n316796, implanted 2012-(B)(4), explanted unknown; accessory model # 3550-14, lot # n240708, implanted 2012-(B)(4), explanted unknown; kit model # 355028, lot # n316542, implanted 2012-(B)(4), explanted unknown; kit model # 355028, lot # n304216, implanted 2012-(B)(4), explanted unknown; lead model # 3778-60, lot # v928712011, implanted 2012-(B)(4), explanted unknown; lead model # 3778-60, lot # v928712012, implanted 2012-(B)(4), explanted unknown. (B)(4)

Event description:
Additional information received noted that the patient was experiencing a shocking or jolting sensation. The event or symptoms occurred following an implant. It was noted that the patient had been experiencing this since day one. The patient location was the clinic. There was no known accident or incident related to this issue. They were able to program around it and capture the appropriate area of stim.